Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial and right ventricular leads were dislodged due to twiddler¿s syndrome. The leads were explanted. The patient was stable.